Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00516.

Event description:
The customer reported that she performed blood glucose testing with her contour next meter and obtained a reading of 45 mg/dl at 8:12 a.m. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned, the suspected contour next meter. And contour next test strips from lot#: 0dpec42c for evaluation. The returned meter was tested with the returned test strips, using a blood sample. Which gave a satisfactory performance. The blood glucose readings obtained, during in-house testing were properly marked as blood results in the meter's memory.